Event description:
Rptr thought she had a cold but it was lasting for many months. She realized that when she was at home she would be fine. It progressed to where it continued outside her work place. Rptr experienced rashes on her hands, continuous runny nose, and watering eyes.